Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited intermittent blackout of the front panel light. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board; abnormal image is coming intermittently, and white balance fails due to faulty dp board (printed circuit board); dust inside the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty dp board. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.